Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device is not available for evaluation, as it remains implanted in the patient. Follow-up with the hospital for additional information is also in progress. The root cause of this event cannot be determined with the available information; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. If new information is received, a supplemental report will be submitted. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. No corrective action is required for this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.it was reported via the implant patient registry that this patient with a pericardial valve, implanted for approximately six (6) years and 11 months, underwent a valve-in-valve procedure due to mitral stenosis. A tmvr was performed with an edwards transcatheter valve. No other details were provided.

Manufacturer narrative:
(B)(4).

Event description:
Edwards received additional information that six (6) years, eleven (11) months post-implantation of this 29mm bioprosthetic mitral heart valve, a transcatheter valve was deployed (valve-in-valve) due to stenosis. Per obtained information, the patient presented with exertional dyspnea and heart failure and echocardiogram revealed critical mitral stenosis. The patient was felt to be a high-risk candidate for a third sternotomy and underwent transapical deployment of a 29mm transcatheter valve. Transesophageal echocardiogram revealed a perfectly functioning mitral valve. There were no complications and the patient was transferred to the cvicu in guarded but stable condition.